Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Account report that during an evar (endovascular aortic repair) procedure, a coil embolization of the ima (inferior mesenteric artery) was planned. While probing with a guidewire to access the ima, there was no sensation of the guidewire or the impress catching on anything, but the tip suddenly detached. The detached tip remained inside the body, and an attempt was made to retrieve it using a snare, but retrieval was unsuccessful. While trying various approaches, the tip migrated to the left femoral side, and it was eventually retrieved directly via a surgical incision. It took approximately three hours to retrieve the fragment. An adverse event was reported in which the patient experienced numbness in the left leg due to ischemia.